Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 months post implant of bard flat mesh, patient was diagnosed with fistula, infection, hernia recurrence, adhesions and migration thereby underwent removal of mesh. The instructions-for-use supplied with the device lists fistula, infection, hernia recurrence, adhesions and migration as possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.". Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-apr-2016) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol flat mesh the patient's attorney that on patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with incarcerated ventral hernia and incarcerated recurrent umbilical hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿hernia sac was dissected out. The defect was repaired using bard flat mesh (device #1).¿ on (B)(6) 2017 - patient was diagnosed with adhesions, infection, fistulae and recurrent ventral hernia thereby underwent open repair with the explant of bard flat mesh (device #1). Per operative notes, ¿the mesh was completely disassociated from the abdominal fascia. Multiple omental adhesions and fistulous tracts were adhered to the underlying mesh. Multiple swiss cheese defects in the thickened hernia sac was noted. The bard flat mesh (device #1) was removed and sutured the wound. On (B)(6) 2017 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant bard soft mesh (device #2), bard soft mesh (device #3), bard soft mesh (device #4), bard soft mesh (device #5). Per operative notes, ¿the omentum was dissected out from the primary hernia defect and small secondary defects were observed within the hernia sac. A retro rectus component separation was provided with the insertion of a large lightweight macro-porous mesh. The four bard soft meshes (device #2, #3, #4 & #5) were sewn together, placed and sutured.¿ attorney alleges that the patient had adhesions, fistula, infection, pain, hernia recurrence, mesh removal and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. The patients attorney that on patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿